Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the photograph submitted for evaluation. Bd received one photo. During the visual examination, it was observed that the catheter tubing and wedge were not present inside of the pink adapter which is considered a catheter wedge backout. The reported defect was confirmed. This defect has been linked to the manufacturing process and corrective actions have been initiated to address the issue. A device history record review showed no non-conformances associated with this issue during the production of this batch. This complaint is most likely related to a known issue which is being addressed under CAPA 1461582.

Event description:
It was reported that insyte autoguard pnk 20ga x 1.0in hub separated. The following information was provided by the initial reporter: material no: 381433; batch no: 0302196. It was reported that when autoguard is inserted and the turin was pressed to retract the needle, the catheter was retracted as well. Then the pink hub became separate from the plastic device that houses the retracted needle.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autoguard pnk 20ga x 1.0in hub separated. The following information was provided by the initial reporter: material no: 381433, batch no: 0302196. It was reported that when autoguard is inserted and the turin was pressed to retract the needle, the catheter was retracted as well. Then the pink hub became separate from the plastic device that houses the retracted needle.